Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0y57j, implanted: (B)(6) 2015, product type lead; product ID 3889-28, lot # va0y57j, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The consumer reported he was struggling with leaking since implant on (B)(6) 2015. The patient was on program 3 and his wife changed him to program 4 at 4.2v and he was still wetting and leaking. The leaking started after the patient¿s medication wore off about 6-7 hours post-surgery. The patent had to hold his penis until he got to the bathroom and he was not making it. The trial worked for the patient. The patient was not feeling stimulation. He was not feeling stimulation in scrotum or penis but he was feeling it at the top of where the wire was going in. He felt tremendous pain where the wire was and could hardly sit in the area. He had to take pain pills. When stimulation was increased, it hurt where the wire went in. Therapy was on. It was possible the doctor instructed the patient to keep a voiding diary but she did not remember. The patient had not talked to the doctor since surgery because of the weekend/ holiday. He was changed to program 3 at 5.5v. Prior to that, he was at program 3 at 3.4v when got home before his wife changed him to program 4. The patient was feeling very little stimulation in the top of his legs. Additional information from the consumer reported that the health care professional (hcp) told him to put a little mark on his butt because he wanted the same exact spot but it was erased before surgery. He has had the device for about a month and it was working and not working, he had been back to the hcp twice. It worked for a while then it did not. He was having a problem with the wire. Sometimes he got pain when he crossed his legs and sometimes he did not. When he had a bowel movement, the wire stopped working because it was closed to the bowel. The patient was working closely with the hcp and the hcp might out another wire on the other side. They were going back to see the hcp on (B)(6) 2015. The patient¿s wife was trying different programs and increasing the amplitude on different settings. He had to go up to 4 to feel any stim and when he lay down, it stopped. When the patient stood up, he got less of the stim and when he sat down, he got more. He felt like he was sitting down on a pointed helmet and sometimes, he did not. It was noted that 4 seemed to be the best. When he heard water run, he had to run like hell. He started wearing a diaper and he planned to leave it on till he saw the hcp. He noted that the trial worked fantastic with no pain. The patient drove 250 miles without stopping and another time, he had to go every 10 minutes. He went 20 times a day. He is diabetic but he did not know if it had anything to do with it. The patient was afraid to drink water but he got dehydrated. The patient was indicated for gastrointestinal/ pelvic floor. No further information was provided. No further information was provided. If additional information is received, a follow up report will be sent.